Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of inspection results for this lot number confirmed that no non-conformances were identified related to the reported event and the product met abbott specifications. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
The connector for the egm out cable fell off during the procedure and the case was cancelled with no consequences to the patient.